Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported via a trial that on (B) (6) 2009, the pt underwent stenting in the predilated proximal circumflex artery with one xience v stent and the predilated proximal right coronary artery (rca) with one xience v stent. During the procedure, after post dilatation of the xience v stent in the rca with a non-abbott device, a distal edge dissection was noted requiring treatment with a second xience v stent. There was no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B) (4). Eval summary: the device was not returned for analysis as it remains in the pt. Dissection is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the xience v IFU states, pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the lack of pre-dilatation contributed to the reported pt effect. All stent delivery systems are subjected to a 100% visual inspection. In addition, a qc audit inspection is used to verify the product quality.